Event description:
Stryker (B)(4) received a letter from (B)(6) regarding a (B)(6) year old female patient who received an abg ii / mitch hip on (B)(6) 2008, as a result of suffering from osteoarthritis. The solicitor reported that the patient was discharged following the primary surgery but suffered gradual deterioration in her symptoms including discomfort and pain. The solicitor added that by 2012, her treating consultants considered that the patient was suffering from an adverse reaction to metal debris and subsequently underwent a revision procedure on (B)(6) 2012. The solicitor added that the patient wishes to claim for damages for personal injury and other losses.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988- 4652, lot # fm066419, description: std mitch trh cp sz 46/52, manufacturer: depuy. Cat # mmh-9988-1446, lot # fm071887, description: mitch trh md hd sz 46+4, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a solicitor from the UK. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding allergy/reaction involving an abg ii monolithic stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined with the information provided. Further information such as patient medical records and x-rays are needed to complete the investigation for determining root cause.

Event description:
Stryker (B)(4) received a letter from (B)(4) regarding a (B)(6) female patient who received an abg ii / mitch hip on (B)(6) 2008 as a result of suffering from osteoarthritis. The solicitor reported that the patient was discharged following the primary surgery but suffered gradual deterioration in her symptoms including discomfort and pain. The solicitor added that by 2012, her treating consultants considered that the patient was suffering from an adverse reaction to metal debris and subsequently underwent a revision procedure on (B)(6) 2012. The solicitor added that the patient wishes to claim for damages for personal injury and other losses.